Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic check-up showed intermittent loss of atrial sensing. The magnet response appeared appropriate with asynchronous av pacing at 70 ppm.